Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. It was later communicated that the device would not be made available. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed. Device not returned.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the evaluation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
(B)(6) 2016- per rep: during the patient's surgery, at the time it was made the intrabrain pressure measure, the device failed and it could not read the pressure. Therefore, was done the monitor's replacement to check if it was the reason of problem, but the issue continued. Thus, it was requested to substitute for another ventricular kit and it worked normally.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the catheter material had been stretched and the internal wires were broken. Due to the condition of the device, no functional testing was possible. The supplier was able to confirm the reported issued and determined the cause of failure to be related to mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.